Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy procedure, while suturing the uterus, the suture broke in the middle. Items from another lot were used to complete the case. There was no patient injury.